Manufacturer narrative:
The device was returned for analysis. Visual inspection showed organic damage to the electrode/traces and deployment shaft peeling. An electrical test was performed and the device failed the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 26aug2019. It was reported that there was noisy electrograms on the catheter. During an ablation procedure for atrial fibrillation, they had noise on the intellamap orion high resolution mapping catheter electrodes and they had to replace it with another orion catheter to complete the procedure. Patient was fine. However, device analysis revealed deployment shaft peeling.